Event description:
Doctor said that the large clip applier did not work when trying to fire it in the patient's abdomen. (Lot #: j3k1405x covidien endo clip clip applier 10 mm large). Clip applier and related information (wrapper with description and lot number) sequestered. Misfiring did not reach patient. No harm to patient.